Event description:
(B)(4). Stabbing pains which later found out with CT scan and ultrasound that the coil's are popping through my tubes. Allowing fluid to fill up in my tubes. Lower back pain and lower belly pain. Most times sitting, laying, coughing and sneezing I will feel the sharp stabbing. I also an very skinny other than my 6 month looking belly. I am asked often if I am pregnant.